Event description:
It was reported that the vertical lift intermittently would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the up-down switch connector. System operates as intended.